Event description:
On (B)(4) 2013, ace medical, ltd received a complaint report from our u.s. Initial importer about an injury to a pharmacy technician during filling of an infusion pump. The plastic housing of the pump reportedly broke, with a piece going into the technician's eye and causing a corneal abrasion. The product was not returned for eval.